Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 17 may 2024 and 18 may 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 500 ml eva tpn bags had foreign matter in an unspecified location. This was observed before patient use. There was no patient involvement. No additional information is available.